Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the jaw broke during use.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: because there is no product available for investigation it is not possible to determine a root cause. No CAPA is necessary.